Manufacturer narrative:
No related device malfunction was identified in the abstract. Age was entered based on mean age of 61 as reported by the abstract since no additional information was known at the time of this report. This MDR will be updated if additional information becomes available.

Event description:
A recent abstract submission titled "early experience of histotripsy in a multidisciplinary liver cancer program" for the world transplant congress (wtc) meeting held on (B)(6) 2025 indicated that a patient had a biloma/biliary stricture which required endoscopic and percutaneous biliary intervention. No additional details were provided in the abstract, and despite multiple attempts to obtain further information, none has been received. No related device malfunction was identified in the abstract.